Event description:
It was reported to philips that the ECG port connector is worn. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty measurement panel. Upon conclusion of the evaluation, it was determined that this was a malfunction of the measurement panel. The measurement panel was replaced to resolve the reported issue. . The device remains at the customer site and no further evaluation is required at this time.